Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine, baclofen and hydromorphone at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump had been alarming since she had let her pump run dry by missing a refill. The caller wanted the pump silenced. It was noted that the patient had pain and couldn't move fast. They were currently taking tylenol with codeine and percocet. The caller was sent a physician listing. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the issue was not resolved. No further complications have been reported.